Event description:
Patient brought to the ep [electrophysiology] lab for afib [atrial fibrillation] ablation. During mapping with the soundstar crystal (intracardiac echo) catheter, it was noted that the image was not available. The catheter was removed with no damage noted. A new catheter was placed and procedure completed without incident. Pt taken to pacu [post anesthesia recovery unit] for recovery and later discharged home same day.